Event description:
It was reported an unknown time, on an unknown date, the device had a noise sometimes. During investigation was found that device had inconsistent speed. There was no patient injury, or delay. Due diligence is complete. No further information is available

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were erratic, the control bar and planetary pins were not in the correct position, the screws were missing, and various components were damaged/worn. The screws, bearings, external e-ring, spring seal, ring gear, swivel, motor, sleeve, planetary gears, and eccentric shaft were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.